Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during an anterior resection procedure. After initial use and insertion of the liga clip applier, single hole seal was visibly frayed and leaking gas. Proceeded to use another scope retention mechanism attachment with single hole seal from another device. Device was used on a patient, no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the seal was damaged and leaked. The circular seal was cut on the device. The envelope seal was intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.